Manufacturer narrative:
This is a follow-up submission for the first product in this case. The date of this submission is (B)(4) 2013. The manufacturer report number for this submission is 8041101-2012-00266. The manufacturer report number for the second product is 8041101-2012-00267. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(4) 2012 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser heads were loose and while using they broke. On (B)(6) 2012, the consumer noticed the flosser head broke right away in the morning. The consumer stated that some of the flosser heads from two packages were loose. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The gender was updated to female. No lot number provided and no sample returned. Review of data associated with this complaint category revealed no adverse trends. Complaint could not be considered confirmed since customer unit was not received. The documentation and history of changes demonstrated adequate controls and did not show any gaps in the process that could potentially affect the product. Complaint trends would continue to monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach access daily flosser, for dental cleaning (route dental, lot number, frequency, and expiration date unspecified). After an unspecified duration, the consumer noticed that the flosser heads were loose and while using they broke. On (B)(6) 2012, the consumer noticed the flosser head broke right away in the morning. The consumer stated that some of the flosser heads from two packages were loose. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This is an initial submission for the first product in this case. The date of this submission is (B)(4) 2012. The manufacturer report number for this submission is 8041101-2012-00266. The manufacturer report number for the second product is 8041101-2012-00267. This closes out this report unless other additional significant information is received.